Event description:
Procedure: gastrectomy. According to the reporter: the surgeon used endo gia ultra xl during gastrectomy procedure; before device was applied to the tissue, he tested device and the jaws would not close. No reinforcement material was used.

Manufacturer narrative:
(B)(4).